Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation, a loss of fluid column was observed at the hemostasis valve of steerable guide catheter (sgc). The sgc was unable to hold liquid while it was inverted to check for leaks and was replaced with another device to complete the procedure. The mr grade was reduced to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.